Event description:
It was reported the pump blocked insulin. There was no adverse impact to the customer¿s blood glucose level. The patient declined further assistance from tandem technical support; therefore no additional information was obtained.